Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, brown particles in the surface of the shell and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify puncture opening on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on radius due to surgical damage like.

Event description:
Health professional reported a right side "slow deflation" and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Health professional reported a right side "slow deflation" and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.